Manufacturer narrative:
Additional information: h6, h11. H11: a service history review was performed and found that the device has been serviced within the last 24 months for two (2) similar issues. All required service actions were completed in the last service cycle. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration (uf) event occurred during hemodialysis therapy with an ak 96 machine. The pre-dialysis weight of the patient was 69.5kg, and after use the weight was 69.7kg. The uf setting was 2.1l/3.5h. At the end of treatment the machine displayed a uf rate of 2100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.